Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The exposed soft cannula was not observed to be bent or kinked. The fluid had no issues traveling the complete fluid path and no leaks were observed. No air/bubbles were observed in the fluid path. No problems were found regarding the reported bent/kinked and air/bubbles in fluid path events. The pod data showed no alarms or drive stalls, however, timeouts were observed. The pod was not able to successfully reset and perform a 5-unit bolus rerun. Inspection of the pcb assembly observed contamination. When the pcb assembly was connected to a 4.5v external power supply, the observed pcb contamination led to unexpected voltages and current flow which could have contributed to the observed struggle in the pod data. It could not be conclusively determined if the contaminated pcb assembly contributed to the observed timeouts. The cause of the observed pcb assembly contamination could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 23.4 mmol/l (421.2 mg/dl) while wearing the pod between 5 and 24 hours. The patient observed bubbles in the viewing window. When the pod was removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.